Manufacturer narrative:
(B)(4). H6 codes: correction to remove 1019. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information has been provided. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, that the estimated glucose values dropped below the low threshold (70 mg/dl) at 08:52 am. The app delivered low alerts at 30% volume, urgent low soon alerts at 0% volume (set to vibrate), and urgent low alerts escalating to 50% volume. At 10:52 am, the app delivered sensor failed alerts, escalating to 100% volume. No alerts were acknowledged during this time. The probable cause could not be determined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026, at 01:00 am, the patient inserted a new sensor. Upon confirming that the sensor was working, she went to sleep. While asleep, the patient did not notice that the sensor pod got detached from the adhesive, and lost consciousness at an unknown moment during the night. The patient did not feel any symptoms prior to sleeping. The patient stated that at around 10:00 am her boyfriend noticed that the sensor was no longer attached to the adhesive. When he looked at the display device, it was already showing a sensor error, and according to the patient, her boyfriend did not hear a sound alert for the error. The boyfriend tried to wake the patient up, but the patient was going in and out of consciousness. The boyfriend took a fingerstick and the blood glucose reading was 38 mg/dl. The boyfriend called one of their friends who is a type 1 diabetic to get advice on what to do and was told to administer 4 glucose tablets and ¿1 glucose shot¿. The boyfriend treated the patient as per advice received and monitored the patient. At 11:00 am the sensor completely failed. The patient regained full consciousness at 02:00 pm. The patient was feeling better, stayed home, and no medical assistance was needed. The patient noted that while she was sleeping, based on the graph, the cgm readings were jumpy and reading from 70 mg/dl to 200mg/dl, to 45 mg/dl (the last known cgm reading). There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.